Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture on the distal shaft. Further evaluation revealed stretching at the fractured location and multiple kinks distal to the fractured location. The complaint reported that the patient¿s anatomy was tortuous and calcified. If the red72 is advanced through the reported tortuous patient¿s anatomy, resistance may be encountered and damage such as kinks may occur. This damage likely contributed to the additional resistance while retracting the red72. If the red72 is retracted against this resistance, damage such as stretching and subsequent fracture may occur. Further evaluation of the device revealed kinks proximal to the fractured location. This damage was likely incidental to the complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max) and a non-penumbra short sheath. It was noted that the patient¿s anatomy was tortuous and calcified. During the procedure, the physician had difficulty advancing the neuron max and red72 through the tortuous anatomy and it took a long time to reach the target vessel. The physician completed one pass, however, no clot was retrieved. The physician then experienced resistance while attempting to retract the red72. While retracting the neuron max with the red72, the physician experienced resistance. Both the neuron max and red72 were removed successfully from the patient. The physician then re-advanced the red72 to the clot with difficulty using the neuron max. A second pass was performed, however, no clot was retrieved. While removing the red72, the physician experienced resistance and the physician noticed that the red72 became stuck within the neuron max. Subsequently, the physician fractured the red72. Therefore, the physician removed the neuron max with the red72 together. The physician then advanced a new red72 with the same neuron max to the target vessel; however, no clot was retrieved due to the patient¿s tortuous anatomy. Therefore, the red72 and neuron max were removed. The physician decided to terminate the procedure at this point. There was no report of an adverse effect to the patient.